Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis and fever in a patient coincident with dianeal pd4 unknown bag (lot number not reported) and extraneal viaflex (lot number not reported) therapies. On (B)(6) 2008, the patient began treatment with dianeal pd4 unknown bag (dose, frequency and lot number was not reported) and extraneal viaflex (dose, frequency and lot number was not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was diagnosed with sterile peritonitis, manifested by abdominal pain, murky effluent and fever of 37.7c. The patient was hospitalized that same day. On (B)(6) 2011, the patient began remedial therapy with biofazolin (cefazolin) 1gm, once daily (route not reported); and fortum (ceftazidime) 1gm, once daily (route not reported). The severity of the sterile peritonitis was reported as mild. The action taken with dianeal and extraneal was not reported. At the time of this report, the antibiotic therapy was ongoing and the patient was still hospitalized. The outcome for the events of sterile peritonitis and fever were not reported. The physician reported causality for the events of sterile peritonitis and fever were unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.